Event description:
Patient was in catheterization lab undergoing mechanical rotary atheretomy (mra). Upon activation of the mra the rotoblator guide wire was sheered off. A snare was used to successfully retrieve the sheared piece of guide wire.